Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user removed the ilet for a bath, forgot to reconnect it, received no insulin overnight, experienced a high glucose alert upon waking, and later reconnected the device, after which blood glucose decreased to 133 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary hyperglycemia without hospitalization. Investigation included troubleshooting and user education regarding infusion set management and reconnection, with review of device data showing no insulin delivery during the disconnection period and resumption of normal operation after reconnection. Investigation of this case revealed user-related interruption of insulin delivery due to device removal, with no device malfunction observed once reconnected. It was concluded, based on previously established findings for similar reports, that the cause was user error related to not reconnecting the infusion set after bathing.